Event description:
It was reported that the unit was returned due to the generator doesn't switch on. It is unk if the issue occurred during a procedure. No pt consequence reported. No add'l info available.

Manufacturer narrative:
Date sent: 06/16/2008. Based on the analysis results, this complaint is now determined to be an MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received, visual and functional examination, the customer's complaint has been confirmed. To correct the issue the main pcb was replaced. Also the bezel sub assembly was replaced. Testing included: calibration 1 & 2 power calibration, electrical safety tests, qa tests. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.